Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device cable was damaged, the motor and control were defective, the tool device would not hold, was getting hot and the motor dropped out. It was also observed that the device failed pretests for hand control assessment, handpiece temperature assessment, loctite and cable assessments, noise assessment, safety assessment, motor thermistor assessment and cutter lock assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device got hot and lost strength. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.